Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area not cleaned before starting therapy and the patient made a mistake. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day the patient was treated with intraperitoneal (ip) injection of vancomycin (one gram, stat and continue every fifth day, duration not reported) and ip imipenem (one gram daily, duration not reported) for peritonitis. Action with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that 19 days after the event onset, dianeal therapy was discontinued and the pd catheter was removed. The patient was transferred to hemodialysis. Six days later the patient was discharged from the hospital and was reported as doing well. On an unreported date the patient was retrained on proper aseptic technique. At the time of this report the patient was recovering from the event of peritonitis. It was also reported that ¿re-catheterization was planned after 45 days¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a resubmission of the original follow-up report that had been previously submitted on 06/16/2017 with a report # of 1416980-2017-04567-2. The g8: MFR report # in this report is being updated to align with the sequencing of g8: MFR report # in the initial MDR. Additional information: b5 and b7. B5: upon follow up it was reported that 19 days after the event onset, dianeal therapy was discontinued and the pd catheter was removed. The patient was transferred to hemodialysis. Six days later the patient was discharged from the hospital and was reported as doing well. On an unreported date the patient was retrained on proper aseptic technique. At the time of this report the patient was recovering from the event of peritonitis. It was also reported that ¿re-catheterization was planned after 45 days¿. Should additional relevant information become available, a supplemental report will be submitted.